Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that both pumps gave no disposable pump won't run alarm with cassette. Alarm did not resolve with troubleshooting and same alarm occurred with second cassette from same lot. 2 cassettes wasted. No further details provided. No injury reported.